Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient'sins was no longer depleting quicker than expected. The patient mentioned that the stimulation still seems to "skip" sometimes. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and complex reg pain syndrome type ii. It was reported that the patient started having pain in the middle of the night and when they checked their ins, the battery was dead. The patient stated that the battery had never gone down that quickly before. It was noted that the patient had last charged the battery three days prior and they usually charge the ins twice a week. The patient reported that they recharged their ins overnight and stated that it ¿wasn't easy.¿ the patient reported that the battery worked afterwards, but every once in a while, the stimulation would be stronger or would start for a second and then start again. The patient intended to follow up with their healthcare provider (hcp) to have their device checked. No further complications are anticipated.